Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure for premature ventricular contraction with right ventricular outflow tract origin with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade which required protamine and cardiac drainage. Pacing was performed by the ablation catheter and compared with wave. Then ablation was started. The patient¿s blood pressure dropped from 130 to 60 when the ablation was conducted 5-6 times. The cardiac tamponade was confirmed on body surface echocardiogram. The procedure was abandoned. Protamine was administered and cardiac drainage was performed. The blood pressure was recovered after 15 minutes. The patient went to intensive care unit with follow up. It is unknown if the patient required extended hospitalization due to the event. The physician commented the cause of the issue was unknown, however it was noted to be either patient condition or procedure related. The generator was in power control mode, however no other settings were available. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There were no error messages displayed on any biosense webster inc equipment during the procedure.